Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. The pump was received with broken reservoir tube lip and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call of loose drive support cap and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer reported that the drive support cap was protruded. The customer also reported damage to the pump. The customer will be sent a replacement pump.